Manufacturer narrative:
Continued a6 -- "new zealand european".

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and crease/folding of implant.

Event description:
Patient reported right side rupture and crease/folding diagnosed through an MRI. Additionally, healthcare provider confirmed "MRI shows and intracapsular rupture of implant." The device remains implanted.